Event description:
It was reported that a pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a transforminal posterior lumbar interbody fusion (tplif) spacer at levels l5s1size with pedicle screws at l5 and s1. Pt was also implanted with click-x for supplemental fixation. The pt experienced pain for 60 months. Surgery date was (B)(6) 2005 and postoperatively, pt experienced dural tear, requiring repair of dural tear. This is 5 of 15 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. "Any additional info received regarding..." Device was used for treatment, not diagnosis. No sample was returned for eval. The lot number is unknown, therefore a review of the device history record could not be completed. No conclusion could be drawn, as samples was not received.